Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
On (B)(6) 2012 the lay user/patient returned the medical surveillance specialist's call. The patient informed the mss that she tests her blood glucose every morning and evening as well as prior to each meal. The patient stated most of the time her blood glucose is below 100 mg/dl but can range up to 130 mg/dl; she went on to say that it rarely goes above 130 mg/dl. The patient reported managing her diabetes with 1000mg of metformin (once in the evening and once at night), 18 units of lantus insulin (once a day).the patient mentioned that on the morning of (B)(6) 2012 "her mouth became very dry," which she associated with high blood glucose. The patient stated that she administered herself with 4 units of humalog insulin due to the onset of symptoms. The patient stated that the "dry mouth" symptom abated within 15-30 minutes of administering the humalog insulin. The patient denied administering her full humalog morning dose and humalog total lunch dose since she was unable to test her blood glucose, however, stated that she administered her normal 18 units of lantus that morning. The patient mentioned that she was not sure if the 8 units of humalog was an accurate dose since she was unable to test her blood glucose. The patient reported that on the afternoon of (B)(6) 2012 she became "shaky and began to see white spots," which she associated with a low blood glucose, and felt was a result of administering herself to much insulin since she had to guess the dose. The patient reported treating the "low blood glucose" with food and/or drink and reportedly felt better within 15 minutes.

Manufacturer narrative:
Follow-up # 2 (07/16/2012)-device evaluation: the meter involved with this complaint has been returned on (B)(6) 2012 and evaluated by product analysis (pa) on (B)(6) 2012 with the following findings: the meter passed testing with no faults found. The meter was found to function properly. The primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was prompting a battery indicator symbol. Per the onetouch ultramini meter product manual this symbol prompts when the battery needs to be replaced in the meter. This complaint was classified based on the information obtained by the customer care advocate (cca), since the medical surveillance specialist (mss) was unable to reach the lay user/patient for follow up questions. The patient stated that the alleged issue started on (B)(6) 2012 at 6 p.m. The patient informed the cca that she manages her diabetes with 1000mg of metformin (every night), 40mg of actose (every morning), 18 units of lantus insulin (twice a day), and 8 units of humalog insulin (with every meal). The patient denied making any changes to her normal diabetes management as a result of the alleged issue. The patient reported developing "high and low blood sugar" one week after the alleged issue started, however, the patient was not specific on what symptoms she developed. The patient stated that on the morning of (B)(6) 2012, she treated herself with glucose tablets as a result of the alleged issue. She also reported treating herself with glucose tablets at lunch and again between 3:30-4 p.m. On (B)(6) 2012. At the time of troubleshooting, the cca confirmed that the battery did not need to be replaced in the subject meter and that there had been no misuse to the subject meter. Replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed "high and low blood sugar" as a result of not being able to test her blood glucose due to the alleged issue. In addition, the patient reported that she had to treat herself with glucose tablets as a result of the alleged issue.